Event description:
It was reported the patent presented to the emergency room after receiving high voltage therapy from the implantable cardioverter de fibrillator (ICD). It was further reported the patient's rhythm at the time of the shocks was atrial fibrillation (af) with rapid ventricular response and the ventricular rates were faster than the supra ventricular tachycardia (svt) limit and were classified as v entricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.